Manufacturer narrative:
Manufacturer's investigation conclusion: the hm3 lvas IFU document lists bleeding, infection, and renal dysfunction as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 1 of the IFU, ¿introduction¿, lists bleeding, infection, and renal dysfunction as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed renal dysfunction on (B)(6) 2021; dialysis was performed for one week. The cause of the renal dysfunction was thought to be due to antibiotics. The patient's renal dysfunction continued through (B)(6) 2021; dialysis was not performed.

Event description:
It was reported that the patient developed a major bleed in their retroperitoneum on (B)(6) 2021; the cause of the bleed was unknown. Several blood transfusions were administered. The patient was noted to have been on warfarin at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remained ongoing on (B)(6) until ultimately expiring on 15aug2022 (refer to MFR # 2916596-2022-13052). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25mar2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.